Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after 6 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m000gqvtz8 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached after 6 days of wear and the customer was unable to obtain readings and monitor glucose levels via sensor scan. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.